Event description:
The customer reported to olympus, the gastrointestinal videoscope had a water leak. The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a pinhole on the connecting tube water tightness was lost. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in the up direction did not meet the standard value due to wear of the angle wire, adhesive around light guide lens was peeled, adhesive around the objective lens was peeled, video cable had a dent, third party repairs have been performed, suction cylinder was shaved, universal cord had a wrinkle, control unit had discoloration, adhesive on the bending section cover had a chip, the play of the up/ down knob was out of the standard value due to wear of the angle wire, image guide protector had a cut, connecting tube had a wrinkle, and multiple parts had a scratch. The device was returned and evaluated, and a foreign object was found inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, there was no delay in the start of precleaning, the air/ water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air/ water nozzle was flushed with the detergent solution, and the air/ water nozzle was wiped/ brushed with clean lint/ free cloths, brushes, or sponges. According to the customer, the following details regarding the cds process were unknown: what the foreign material was and if the endoscope was immersed in the detergent solution. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about seven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: instructions, operation manual of gif/cf-170 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Olympus will continue to monitor field performance for this device.